Event description:
(B)(4). Same patient as MDR# 2134265-2012-03991. It was reported that post a stenting treatment procedure, stent restenosis occurred. On an unspecified date, the 2.50 x 24mm taxus express2 stent was implanted in the distal right coronary artery (rca). In july 2012, a 30 x 2.5mm target lesion, located in the 99% restenosed stent in the rca, was treated with placement of a non-bsc stent with 0% residual stenosis. Post-procedure, the patient's status is recovered.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in december 2007, the patient presented with a clinical status assessment indicating the patient¿s qualifying condition as stable angina pectoris (ccs class ii). In (B)(6) 2008, a 75% stenosed, 12.0 x 3.50mm, de-novo lesion located in the proximal right coronary artery (rca) was treated with deployment of a 3.50x12 mm taxus express 2 stent. Pre- and post-dilatations were not performed. Residual stenosis became 0% and timi flow grade remained 3. The 90% stenosed, 24.0 x 2.50, de-novo target lesion located in the dist rca (cass3) was treated with direct placement of the 2.50x24 mm taxus express 2 stent. Following post-dilatation, residual stenosis became 0% and timi flow grade remained 3. The patient was discharged with no complications on plavix and baby-aspirin. It was also further reported that coronary angiography confirmed the reported restenosis. The lesion had no associated ischemic symptoms. Timi flow grade improved from 2 to 3. The restenosis was resolved and the patient discharged.